Event description:
It was reported that during implant of a device there was one t-wave oversensed. Device was implanted and the patient will continued to be monitored.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.(B)(6).